Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient underwent tracheostomy surgery under local anesthesia. The doctor inserted the tracheostomy tube and it was found that the airbag was leaking during inflation and was immediately pulled out and replaced. The removed set was inspected again to determine if it was leaking. Adverse effects are unknown.

Manufacturer narrative:
Other text: g5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated UDI related data quality updates only.